Event description:
It was reported that the colonovideoscope had displayed an error b30 (scope communication error). The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the reported malfunction could not be determined. For the additional finding of a noisy image, the most probable cause was damage to the u-plug unit, which resulted in image noise. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.